Event description:
Additional information was received from the rep. It was reported that the cause of high impedances was not determined. Reprogramming was done as an action/intervention to resolve the high impedance issues. Patient's weight was unknown. No further details were available regarding the eri. The provided information was conformed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep. Caller do not know the specific date, but thinks it's about a year ago when ins reached eri. Caller reports patient's ins battery voltage today is 2.82v. Caller reports electrode impedance shows red warning on electrode 0, 8,9,10,11, all 10k ohms, tested at 0.75v. Patient is using electrode 9/10, with patient sitting, impedance 9/10: 10k ohms and when patient twisted her body to the opposite side of her implant, impedance for on (B)(6): 10k ohms. Patient did not have any recent parameter changes in her setting. Patient is getting good coverage. Estimated longevity calculation: a1: 9-10+ .060v/60pw/80hz a2: 9-10+ 0.50v/60pw/80hz. Eri: 7.95 years and eos: 8.2 years caller reports patient also has a group b programmed but not using.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, crts 3940294 (rep): information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the caller saw today that patient has >10k ohms on 8,9,10 with electrode reference 0. A1 60usec 80hz .6v >4000ohms a2 60usec 80hz .5v >4000 ohms 24/7 >120 months caller states the patient is getting good therapy. Caller states that he was told that they thought they saw eri about a year ago but there is no indication that speculation is accurate. The battery voltage is currently at 2.8 per caller. Patient was getting good therapy. No symptoms were reported and no further complications were reported/anticipated.